Event description:
A failure to capture was also reported on the ra lead.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk biv ICD, implanted: (B)(6) 2009; 694765 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was capped and replaced due to high thresholds. No patient complications have been reported as a result of this event.